Event description:
Event reported in (B)(6) by the customer: "mistake during data entry by the nurse. He entered the data in ml instead of mg due to the change of pump." Additional info ((B)(6) 2014): pt was involved and received overdose of morphine without consequence. The mistake was discovered during treatment. The event was reported by the customer to (B)(4) sent hospira the info. The mistake occurred due to the switch from gemstar to sapphire and change of habits. The report is late due to insufficient info to understand the failure mode and its impact on the pt at the time the report was received.